Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker experienced a syncope episode. Technical services (ts) was consulted and noted there were non-sustained ventricular tachycardia (nsvt) episodes that correlated to the symptoms reported. Pacemaker mediated tachycardia (pmt) episodes were found stored as well. Ts successfully sent the reports to the following physician for further review. This device remains in service. No adverse patient effects were reported.